Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead. UDI# (B)(4). Block g4: premarket / 510(k) # (g4) - additional premarket/510(k) p190006 block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient implanted on (B)(6) 2025, became infected and was in the physician's office on (B)(6) 2025 for removal of the device. Boston scientific representative was not aware of any issues with this patient's device before today. A clinical staff member from the doctor's office sent the representative the information to let her know about this patient's device removal. The representative followed up with the patient and mentioned not doing great, and hoping the antibiotic will help. The representative was not present the day the device was removed, and device was not obtained to be sent back. The representative will follow up with the patient and office for more information.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead. UDI# (B)(4).

Event description:
It was reported that a patient implanted on (B)(6) 2025, became infected and was in the physician's office on (B)(6) 2025 for removal of the device. Boston scientific representative was not aware of any issues with this patient's device before today. A clinical staff member from the doctor's office sent the representative the information to let her know about this patient's device removal. The representative followed up with the patient and mentioned not doing great, and hoping the antibiotic will help. The representative was not present the day the device was removed, and device was not obtained to be sent back. The representative will follow up with the patient and office for more information.